Manufacturer narrative:
The complaint device was sent to fisher & paykel healthcare, it will not be returned to fisher & paykel healthcare. Method: the actual device was evaluated by our service department. Results: the returned device was set to non-heaterwire mode when received. It was fully tested, and was found to operate correctly. The temperature readings reported were within spec. Since a heated breathing circuit was used, the humidifier should have been set to heaterwire mode. We are unsure whether this error would have caused the reported pt's symptoms. In addition, the intersurgical neonatal breathing circuit is not approved by fisher &u paykel healthcare for use in conjunction with the mr730 respiratory humidifier. The mr730 operating manual states "use only fisher & paykel approved chambers, circuits and accessories. Performance and safety cannot be guaranteed if other types of accessories are used." Conclusions: there was no fault found with the mr730 respiratory humidifier. The wrong setting was apparently applied by the user. We could not ascertain whether this directly contributed to the patient's condition.

Event description:
We received a report from afssaps, stating that a hosp had reported that a preterm baby suffered hyperthermia and tachycardia during nasal ventilation where a fisher & paykel healthcare mr730 respiratory humidifier was in use. The breathing circuit used in conjunction with the humidifier was reportedly a heated neonatal breathing circuit manufactured by intersurgical. The users reportedly noticed an abnormal quantity of water in the breathing circuit and a high temperature out of the chamber (55 degrees c) and 35 degrees c at the y piece. Apparently, the hyperthermia and tachycardia regressed once the respiratory humidifier was changed.